Event description:
It was reported that the insulin gauge displayed a different amount than expected, with a fill estimate discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer acknowledged overfilling the cartridge and was advised by technical support not to overfill in the future; the customer chose to continue using the current cartridge and agreed to follow up if further issues arose.